Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). This report contains also the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the respective tf 5507 occurred on (B)(6) 2025, as mentioned by the customer. The event is considered reportable as if such event were to recur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' s state of health cannot be excluded. Troubleshooting identified the root cause as a defective sensor board. Consequently, the defective sensor board was replaced. After replacement, the device worked as intended.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5507. No patient involved.